Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient experienced lightheadedness and near syncope symptoms. It was reported that the right ventricular (rv) lead switched polarity from bipolar to unipolar due to low impedances. The lead also exhibited over-sensing, noise, no capture and a high volume of non-physiologic senses were noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.